Event description:
It was reported that the user experienced recurrent low glucose episodes after announcing meals while using the ilet bionic pancreas, with context indicating very small, low-carbohydrate meals leading to post-announcement hypoglycemia; user education was provided regarding the 15 g carbohydrate announcement threshold and a referral to a clinical resource was advised. The user reached a low of 61 mg/dl. Outcomes included transient low glucose with no reported medical intervention or hospitalization. Investigation included a review of user-reported use and troubleshooting guidance. Investigation of this case revealed user-related factors consistent with meal announcements not aligned with actual carbohydrate intake. It was concluded that the event was related to hypoglycemia with unclear cause, likely influenced by user meal size relative to announcement threshold, and that additional user training was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.